Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing on a tachycardia episode. The device is still in use. No patient complications have been reported as a result of this event.